Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the spo2 value inaccurate and unstable. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
After further investigation this complaint is deemed no longer a reportable event. It was reported the device presented with the following: spo2 sensor faulty, unable to measure the customer stated that there was no reading. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The failure to perform measurements would generate an inop message and alarm tone that would alert users to a problem and appropriate actions would be taken per hospital protocol to resolve the situation. As per the definition of non-reportable, this device/product issue did not cause or contribute to death or serious injury nor would likely cause or contribute to death or serious injury upon recurrence. The record was reviewed and evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur.